Event description:
The right wheel caster bolt broke in half causing the wheel to come off at the head of the stretcher. The stretcher rolled over to right side leaning the pt into the right siderail which had been in the upright position.